Event description:
During laparoscopic appendectomy, the laparoscopic suction catheter from the take - apart laparoscopic tray was removed from the tray by the scrub tech to use during surgery. As she took it out, the piece broke into two pieces. It was immediately taken off the sterile field and placed in a bioharzard bag. A new suction catheter was obtained. The surgery proceeded without incident.